Event description:
According to the customer, the synchron lx20pro instrument generated incorrect phosphorus results on several pts. One pt had a phosphorus result of 1/4 mg/dl that caused the administration of phosphorus intravenously. A beckman coulter field service engineer (fse) was dispatched to the instrument's location. After the fse completed the repairs, the customer retested the sample for phosphorus. The repeated result for phosphorus was 3.3 mg/dl. One i.v. Bag of phosphorus had been administered to the pt before the lab issued an amended report. Nine other pts had their samples retested and the lab issued corrected test results. The lab did not receive any reports of pt injury requiring medical internention or change to pt treatment attributed to or connected with this event.